Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the first four staples were severely misaligned. The stapler was returned with its trigger not engaged. There were signs of biological material on the device. The stapler was received with 36 staples left in the cover block, with one partially formed staple loaded in the stapler. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The stapler was returned with a partially formed staple loaded; the partially formed staple was manually removed. The first fire resulted in the staple fully forming and releasing. The next 13 fire attempts in the skin pad correctly formed and released. The fourteenth fire attempt in the skin pad resulted in one unformed staple releasing. The fifteenth fire attempt resulted in one fully formed staple releasing in the skin pad, one unformed staple releasing, and one partially formed staple not releasing. An additional fire attempt was made in the air. The partially formed staple, that did not release on the previous fire, fully forming and released. The device was disassembled and die casting anomalies were discovered on the forming tool. The pusher appeared to be tilted downward. No other defects or anomalies were observed. The anvil was measured to be out of spec. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming - staples" was confirmed based upon the sample received. The returned stapler revealed that the first four staples were severely misaligned. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The stapler was returned with a partially formed staple loaded; the partially formed staple was manually removed. The first fire resulted in the staple fully forming and releasing. The next 13 fire attempts in the skin pad correctly formed and released. The fourteenth fire attempt in the skin pad resulted in one unformed staple releasing. The fifteenth fire attempt resulted in one fully formed staple releasing in the skin pad, one unformed staple releasing, and one partially formed staple not releasing. An additional fire attempt was made in the air. The partially formed staple, that did not release on the previous fire, fully forming and released. The device was disassembled and die casting anomalies were discovered on the forming tool. The pusher appeared to be tilted downward. No other defects or anomalies were observed. The anvil was measured to be out of spec. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that " misfire/jamming - staples not firing". To complete the procedure a new set was used. The patient's current condition is reported as "fine". No patient harm or injury reported.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " misfire/jamming - staples not firing". To complete the procedure a new set was used. The patient's current condition is reported as "fine". No patient harm or injury reported.